Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that earlier patient temperature (pt) was just below targeted temperature (tt) and now patient temperature (pt) had spiked. Calling to verify the arctic sun device was working appropriately. Around 1pm patient temperature (pt) was 33.3c and water temperature (wt) was 13.8c. Nurse noted at that time they did receive a low flow alert, and they straightened pads. Discussed how low flow with water flow rate (wfr) was 0.5 l/m or lower prevents the heater from enabling. Patient temperature (pt) was currently 34.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 13.2c, water flow rate (wfr) was 1 l/m. Trend indicator shows 3 bars trending upward. Patient was awake. Noted patient was generating heat and device was trying to counter act with low water temperatures. Confirmed it was responding appropriately. Encouraged to call back with any alerts or questions.

Event description:
It was reported that earlier patient temperature (pt) was just below targeted temperature (tt) and now patient temperature (pt) had spiked. Calling to verify the arctic sun device was working appropriately. Around 1pm patient temperature (pt) was 33.3c and water temperature (wt) was 13.8c. Nurse noted at that time they did receive a low flow alert, and they straightened pads. Discussed how low flow with water flow rate (wfr) was 0.5 l/m or lower prevents the heater from enabling. Patient temperature (pt) was currently 34.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 13.2c, water flow rate (wfr) was 1 l/m. Trend indicator shows 3 bars trending upward. Patient was awake. Noted patient was generating heat and device was trying to counter act with low water temperatures. Confirmed it was responding appropriately. Encouraged to call back with any alerts or questions.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Earlier patient temperature (pt) was just below targeted temperature (tt) and now patient temperature (pt) had spiked. Calling to verify the arctic sun device was working appropriately. Around 1pm patient temperature (pt) was 33.3c and water temperature (wt) was 13.8c. Nurse noted at that time they did receive a low flow alert, and they straightened pads. Discussed how low flow with water flow rate (wfr) was 0.5 l/m or lower prevents the heater from enabling. Patient temperature (pt) was currently 34.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 13.2c, water flow rate (wfr) was 1 l/m. Trend indicator shows 3 bars trending upward. Patient was awake. Noted patient was generating heat and device was trying to counter act with low water temperatures. Confirmed it was responding appropriately. Encouraged to call back with any alerts or questions. The serial number for this investigation is unknown. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.